Manufacturer narrative:
Correction on initial report: the customer¿s report under infusion of hydrocortisone was confirmed. Physical section of the device noted the instrument seal broken, inspection found no anomalies with any of the electrical or mechanical components. The logs confirmed that the user selected a bd 3ml syringe instead of the installed bd 1ml syringe which resulted in a residual volume. Upon receipt of the syringe provided with the pump, a medication label was affixed to the syringe barrel. Testing performed using the returned used bd 1ml syringe found that the syringe module gave two options for syringe selection a bd 3ml syringe and a bd 1ml syringe. When loading a syringe with thick labeling the syringe may prevent the device from correctly recognizing the installed syringe. Testing indicated the device to be delivering fluid within specification. Syringe module error log found no error or malfunctions were recorded on the day of the customer complaint. The cause of the customer¿s complaint of an under infusion of hydrocortisone was due to the selection of bd 3ml syringe instead of the installed bd 1ml syringe which resulted in a residual volume.

Event description:
It was reported that a primary infusion of hydrocortisone 0.96mg/d5 with a vtbi of 0.48ml in a 1ml syringe was programmed to infuse at a rate of 1.9ml/hour over 15 minutes on a preterm neonate weighing less than 5kg. Upon completion of the infusion, it was found that 0.3ml of the medication remained in the syringe and did not infuse into the patient, thereby causing an under infusion event. The customer later reported that there were no adverse effects caused to the infant from the event, however, it was noted that the infusion took double the time than expected to completely infuse.

Manufacturer narrative:
Concomitant medical products: (2) non-bd extension set; non-bd 1ml syringe, therapy date (B)(6) 2019. Additional patient information: admitting diagnosis; preterm infant; (B)(6). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a primary infusion of hydrocortisone 0.96mg/d5 with a vtbi of 0.48ml in a 1ml syringe was programmed to infuse at a rate of 1.9ml/hour over 15 minutes on a preterm neonate weighing less than (B)(6). Upon completion of the infusion, it was found that 0.3ml of the medication remained in the syringe and did not infuse into the patient, thereby causing an under infusion event. The customer later reported that there were no adverse effects caused to the infant from the event, however, it was noted that the infusion took double the time than expected to completely infuse.